Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had some signs of usage. There was some evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "kept shutting off" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 kept timing out too quickly. A new kit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.